Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the fms solo pump, does not maintain fluid, overfilling the fill chamber, sales rep trouble shot pump and it is not processing correctly. It was found during anterior cruciate ligament case, no injury to patient, about 3 minutes to change to another pump.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary the device was sent to the service center for evaluation. The complete repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. The unit was found to have worn fingers on the complete pressure adjuster, causing the unit to not maintain fluid correctly. Unit placed into long term hold. Based on the serial number this device is approximately 12 years old and could¿ve seen heavy use in the field. The device components could be worn from fair wear and tear. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review into the depuy mitek complaints system revealed one dissimilar complaint for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.